Event description:
It was reported that a patient underwent an obturator sling procedure in (B)(6) 2012. Following the procedure, the patient experienced dyspareunia and pelvic pain. The patient underwent reoperation for explant of the mesh in 2014. Additional information has been requested.

Manufacturer narrative:
It was reported that the patient underwent obturator sling procedure on (B)(6) 2012 and the patient was incontinent after the procedure. The patient complains of pain localized to a subdermal ¿knot¿ in the left groin area present since surgery and painful when pressure is applied over it. The patient reports diffuse vaginal and pelvic pain that is chronic. The patient reports the least pain when supine and the greatest pain if patient has been standing or when trying to stand up from squatting. On (B)(6) 2014, the patient underwent procedure for excision of mesh due to stage iii anterior predominant prolapse, chronic pelvic pain and dyspareunia. The midline vaginal epithelium was incised and the fibromuscular connective tissues were reflected off bilaterally. The mesh was freed from the underlying tissues. Sharp and blunt dissection was carried out to the patient¿s right and the mesh was separated from the surrounding tissue. Ultrasound was used to identify where mesh entered the groin on patient¿s left side and the area was also palpated. Dilute vasopressin solution was infiltrated and an incision made in the left groin. The mesh was fully freed from the surrounding vaginal suburethral tissues and it was reported the mesh was unable to be palpated in the groin incision and mesh was excised. During the excision procedure, the patient underwent michigan four-wall sacrospinous ligament suspension, enterocele closure, anterior colporrhaphy, posterior colporrhaphy, exploration of left groin and cystourethroscopy. It was reported the patient self-catheterizes.

Manufacturer narrative:
(B)(4) - dyspareunia; pain occurred. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of facility report #(B)(4).